Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, granuloma, pain and varied/ unrelated symptoms. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side pain "breast implant illness; going downhill; sick; not comfortable; getting dementia; brain not working; falling apart; can¿t speak properly; can¿t lay on left side; can¿t be touched; gland under left arm comes up and down; affected relationships; unhappy and angry; less tolerant of food," flu like symptoms," and "constant cough." The device has been explanted, at which time, implant was ruptured, ¿silicone microns detached¿ and inflamed capsules. Patient later reported granuloma.